Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient was not showing up. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog #, medical device model # & concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing on the station because the inactivity period had been exceeded due to no recent transactions or activities. A technical support specialist increased the inactivity days setting to 90 to make the patient visible on the station, allowing the customer to perform the necessary transactions or activities. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus on several drawer cubies and matrix. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.